Manufacturer narrative:
The reported event for failure to advance the stylet was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was unable to be inserted into the right ventricular lead. The lead was replaced and the procedure was completed. The patient was in stable condition.